Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.